Event description:
There was a pacemaker ventricular lead malfunction. The lead had an impedance greater than 2500 ohms--non-capture via programmer, and confirmed at the procedure via pacing systems analyzer. The patient was admitted electively for wire and battery change out. The cardiologist's operative report states: ..."the old generator was explanted. At this point, the fractured right ventricular lead was dissected out, at which point a stylet was placed without difficulty through cardiac gentle counter-clockwise rotation and retraction. The lead was removed...the patient tolerated the procedure well without complication."